Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the surgeon fired the stapler twice but it felt and sounded unsatisfactory then jammed after second firing. A second stapler was used to complete the case. There was no patient injury.